Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. A fiber optic sensor failure in an intra-aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra-aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real-time aortic pressure waveforms to the iabp console, which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Nurse called from emergency department that a fo sensor failure alarm, however she reported it resolved on its own while checking the connection. Nurse called directly and stated the fo sensor alarm reoccurred and requested instructions on how to switch to the transducer as the ap source. Nurse was able to switch to the inner lumen without difficulty. A sensor failure can occur due to one or more of the following probable causes: causes of a sensor failure. A sensor failure can result from the following optical sensor kink, break in sensor, connector issue.

Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1 (initial reporter): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by customer via emergency support line that the intra-aortic balloon (iab) experienced a fiber optic sensor failure alarm during use. There was no patient harm reported.